Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and probably a button error alarm. The customer also received a no delivery alarm during prime which was resolved by a complete infusion set and reservoir change. The customer also reported possibly receiving a failed battery test alarm and stated the device had insulin smell and insulin squirted out of the tubing during manual prime. The customer then reported that the display remained blank after trying multiple batteries. Blood glucose value is unknown. The insulin pump was not dropped or exposed to moisture and the drive support cap was normal. Troubleshooting was not completed. The customer requested the insulin pump to be replaced. The device will be returned for analysis.